Event description:
It was reported that image vertical line noise occurred in gastrointestinal videoscope. The event occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: contamination on the control section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure- the specified resolution cannot be achieved due to the break in the charged coupled device unit. Additionally, it is likely the following led to the malfunction of contamination on the control section: due to water leakage on the control section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.